Event description:
During a shoulder arthroscopy, the surgeon reported seeing what appeared to be metal shavings from a stryker brand disposable arthroscopy blade. No patient injury was noted, since the area was thoroughly flushed and suctioned to remove all traces of the metal shavings. The stryker representative was notified and all blades from our inventory were replaced with blades from a different lot.======================health professional's impression======================the shaver appeared to have left metal shavings.======================manufacturer response for disposable arthroscopy blade, formula======================the manufacturer has replaced all of our inventory of this device with devices from a different lot number. Other than that there has been no other response from the manufacturer.